Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was on critical override and transactions are not crossing over to meditech. A technical support specialist restarted the bd services to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a station was on critical override. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.